Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6). It was noted that the patient had pocket stimulation from an insulation breach on the lead portion in the pocket. All other electrical measurements were normal. The patient was stable before and after the procedure.

Event description:
Low lead impedance was noted.